Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported event. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient during transport, a 980 ventilator had a safety valve open, an inoperative air compressor and a "vent inop." The patient was removed from the ventilator ambu bagged and then placed on an alternate ventilator. Although requested, information regarding the patient outcome has not been provided.